Event description:
Lead explanted. Lead dislodged and was not able to retract helix. Physician tried to retract helix with multiple stylets said there was resistance from inner lumen of lead. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. During the inspection the inner coil was found fractured directly close to the is-1 connector pin, which can be considered to be the root cause of the observed inability to retract the fixation helix. Further investigations indicated that the fracture was caused by overrotation of the inner coil during the retraction of the fixation helix. Additionally, cuts into the insulation 6 cm distal to the is-1 connector pin and a bent fixation helix were found. These damages most likely resulted from the explantation procedure. However, a thorough analysis did not show deviations which might have led to the reported dislodgement. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.